Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the vater papilla during an endoscopic biliary stone removal procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon ruptured while being inflated to a target size. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was discarded in the facility and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.